Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
During training by zoll medical sales representative, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.